Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10078.

Event description:
The sales rep reported one patient had an infection post acl procedure. The first and second follow up visits were fine, but the third follow up the patient presented with knee pain and swelling around the incision. The sales rep is contacting the doctor for procedure dates and additional details. The patient is ok now. Additional information received via email from the sales rep on 2-6-17: according to the physician's care team member, implants were removed from 2 of the 4 patients. (B)(6) 2017-psc: acl recon with hamstring autograft; sheath: ref: (B)(4), lot: l187120; screw : r: (B)(4), lot: 163791r; removed: (B)(6) 2017.